Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2018-00203. It was reported the patient was experiencing an increase in pain reprogramming was unable to resolve the issue. An x-ray was taken and revealed the leads had migrated. Surgical intervention may be pending to address this issue.